Manufacturer narrative:
Event occurred on an unknown date in 2020. This report is for an unknown tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, an implanted tfna nail was found to be broken. The tfna nail was explanted on (B)(6) 2020 and the patient was revised with a total hip arthroplasty. The outcome of the procedure is unknown. There is no additional information available. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1). Unknown end caps (part # unknown, lot # unknown, quantity 1). Unknown locking screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) unk - nails: tfna. This is report 1 of 1 for (B)(4).